Event description:
Related manufacturer report number: 2017865-2023-46495. It was reported that a false recommended replacement time (rrt) alert was observed on the atrial and ventricular device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.